Event description:
It was reported that an xact stent was implanted in 2008 in the right internal carotid artery. Approximately one year ago, during a routine follow-up visit, the stent was found to be fractured. On (B)(6) 2012, the asymptomatic patient was hospitalized and an 8x6x40 xact stent was implanted in the 80% stenosed and circumferentially fractured stent. There was no adverse sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Date of occurrence provided as one year ago, estimated as (B)(6) 2011. Date of stent implant provided as 2008, estimated as (B)(6) 2008. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Cine images were returned and reviewed by an abbott clinical specialist. The vessel is open, however; there is a very small waist at the site of the fractured stent. Conclusion of the cine review confirms that the previously implanted stent had a circumferential fracture. Overall a conclusive cause for the stent fracture could not be determined; however, there is no indication to suggest a product deficiency exists.